Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing disconnected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced component separation, leakage, and flow issues. The following information was provided by the initial reporter: material no: 10010453. Batch no: unknown. Tubing disconnected "like the connection pop out on its own".